Manufacturer narrative:
Investigation summary: one 5ml syringe in an opened blister pack from batch 9178017 (p/n 309646) was received and evaluated. It was observed there were multiple deformations throughout the barrel wall as well as scratches across the grid lines between the 4ml and 5ml markings. The damage is rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the damaged barrel defect is associated with the assembly process. There was most likely a mistiming on the barrel dial. No corrective actions are necessary based on the defective rate identified. Batch 9178017 is considered in compliance with our product specification requirements.

Event description:
It was reported that a deformation was found before use with a 5 ml bd luer-lok¿ syringe sterile, single use. The following information was provided by the initial reporter, "plastic deformed on the syringe on luer lock syringe. I do still have the syringe on hand if further inspection is desired."

Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a deformation was found before use with a 5 ml bd luer-lok¿ syringe sterile, single use. The following information was provided by the initial reporter, "plastic deformed on the syringe on luer lock syringe. I do still have the syringe on hand if further inspection is desired."